Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to continue filling the cartridge with the insulin syringe due to resistance. The event was resolved by filling a new cartridge using a new syringe. There was no reported adverse impact to the customer's blood glucose (bg) level.